Manufacturer narrative:
Block b3: approximated to november 1, 2024, based on the date the manufacturer became aware of the event. Block h6: imdrf device a15 captures the reporable event of clip did not fire.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in an unknown procedure performed on an unknown date. During the procedure, the clip did not fire. There were no patient complications reported as a result of this event.